Event description:
It was reported the patient presented with a fluttering sensation remotely via merlin. Net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was responsible for non-sustained right ventricular oversensing (nsrvo) alerts delivered for post-paced t-wave oversensing. No changes or interventions were reported. The patient was in stable condition.